Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and an aneurysm of the common iliac artery and was treated with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses. On (B)(6) 2018, the physician reportedly reviewed the final computed tomography images from the day of the procedure and found a type iii endoleak between the gore® excluder® iliac branch component ceb231210 and the gore® excluder® contralateral leg component plc271000. However, the patient appears to be asymptomatic and a re-intervention is not being considered at this time.

Manufacturer narrative:
Please note: it has been determined that the medwatch report sent on january 2, 2018, be retracted as no serious injury occurred. Therefore, this event is not considered reportable to the authorities.